Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06240. It was reported the patient had been receiving inadequate stimulation due to high impedance on several contacts and low impedance on one contact. Reprogramming was unable to address the patient's issue. As a result, one of the patient's leads was explanted and replaced. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported because it is unknown which device was explanted and replaced.